Event description:
The initial report from the customer was that a neonate pt died as a result of an injury the pt rec'd during resuscitation. They further reported that on two other occasions, two other pts rec'd similar injuries, although their outcome was non-fatal. All pts were neonates, approx 1 kg in weight, and the resuscitation bags used were the dmr2, part number, irpml. It was later learned through interviews that the pressure relief port as well as the pressure port of the dmr2 were capped off during use in the reported fatality. It was assumed that the device was in a same configuration when it was used in the two previous events. Further, the documentation accompanying the dmr2 states that the irmpl is to be used with pts weighing between 5 to 10 kg. This pt was reported to be approx 1 kg. Since an autopsy was not performed the hosp could not confirm that dmr 2 contributed to the pt's death. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.